Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil] had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during attempted implant, this lead exhibited helix extension anomalies, difficulty maintaining implant position as well as, noise and oversensing resulting in pacing inhibition. The physician reported a second percutaneous stick was required and a new lead placed with success. The original lead was returned for disposal and no further adverse effects were reported.